Event description:
Info received indicates the right side head gas spring is not letting the head section lower completely.

Manufacturer narrative:
The technician replaced gas spring to repair the stretcher.